Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2021-00018). This MDR resubmission now reflects the correct product registration number. The customer reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record showed the device had a manufacture date of 30jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn: (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case#: (B)(4). Case subject: 8100 fails patient side occlusion test. There was no patient involvement. Account name: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) / biomed need assistance on 8100 sn: (B)(4) running pm test but patient side occlusion test was failing, flow block error. Case resolution: I ask biomed to manually force the 8015 device to maintenance mode and run patient side occlusion. Resolved issue on flow block alarm.